Event description:
The patient reported having passed out but the cause was not determined. The implantable pulse generator (ipg), which had not been checked since implant, remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).